Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left sided extremities were larger than normal and their superior vena cava had venous occlusion. The right ventricular and right atrial leads were explanted. There were no allegations from the physician that the leads or leads functions resulted in the patient issues. Patient was fine and discharged.